Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was having issues with her infusion set. When the patient woke up, she noticed that her infusion set's tubing got disconnected before the site while sleeping. The site location was at patient's buttocks and the pump was in the bed. Moreover, the infusion had been used for three days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. No further information available.